Manufacturer narrative:
The device was returned for evaluation in its original opened packaging. The lot and catalog numbers were verified. Visual inspection did not find any defects. Functional testing of the device with an esu system 7500 observed both cut and coag buttons to activate as intended. Auto-activation could not be recreated, therefore, the report was unable to be confirmed. A review of the manufacturing documents has verified the devices were produced per current and approved procedures and material specifications. Non-conformances regarding the product's identity, quality, safety, effectiveness or performance were not identified during manufacture that would contribute to this issue. Of the lot containing 1,000 units, this is the only complaint for this product and failure mode. A two-year review of complaint history revealed a total of 11 complaints for this product and failure mode. (B)(4). The instructions for use advises the user of the following. - always place unused associated electrosurgical accessories in a safe insulated location such as the provided holster when not in use. - unit should be inspected before each use. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
A conmed representative reported on behalf of a user facility that during surgery the 60-7520-005 goldvav smoke pen activated without the switch being pressed. The smoke evacuator was also reported to operate continuously. To date, no additional information has been made available regarding patient status or the procedure. No patient injury was reported. This report is raised based on a reported malfunction with potential for injury with recurrence.